Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. No further follow up is planned. Evaluation summary: the mother of a female patient reported the patient did not get the recommended dose of lispro insulin because her humapen luxura hd device had jammed. The patient experienced diabetic ketoacidosis. The device was not returned for investigation (batch (B)(4), manufactured december 2010). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of for the batch did not identify any atypical trends with regard to pen jams or dose accuracy. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy. There is no evidence of improper use or storage.

Event description:
(B)(4) this spontaneous case, reported by a consumer who contacted the company to report an adverse event with a product complaint, concerns a (B)(6) caucasian female patient. The medical history of the patient was not provided. The concomitant medications included insulin glargine, metformin, simvastatin, levothyroxine sodium and loratadine, all of them for unknown indications. The patient received lispro insulin (humalog) cartridge, unknown dose reported as 1 iu each 10 of carbohydrate, if glycemia value was above 100 (units were not provided), 30 iu by 30 iu and according to feeding, daily, subcutaneously (in the lateral thigh, behind the arm and belly), for diabetes, beginning in 2008. On an unspecified date, unknown time after the starting of insulin lispro, the patient experienced decompensated diabetes. Information regarding outcome and corrective treatment was not provided and this event was considered serious by the company due to medically significant reason. In (B)(6) 2015, unknown exact time after beginning lispro insulin via humapen luxura half-dose, the patient experienced ketoacidosis and she was hospitalized due to it. On an unspecified date in (B)(6) 2015, the patient was discharged from hospital. It was also provided that in (B)(6) 2015, the patient experienced ketoacidosis and she was hospitalized again. On unspecified date in (B)(6) 2015 the patient was discharged from hospital. Hospitalization was reported as corrective measure and the patient recovered from ketoacidosis. On an unspecified date in (B)(6) 2016, the patient experienced high and decompensated glycemia; glycemia was 450, 480 and 512 (units and normal range were not provided). As corrective treatment the patient went to physician and underwent exams (unspecified exams). It was also provided the patient underwent blood exam but results were not provided. The patient did not recover from blood glucose increased. On unspecified date, the humapen luxura half-dose jammed ((B)(4); 1012g01 lot number). It was provided the device was jamming at the beginning of the injection and the patient could not inject the recommended dose of lispro insulin; it was not leaving all insulin. No additional information was provided. The lispro insulin therapy was continued. The patient was the operator of device and she was a trained user. The patient has used this device model and the reported device for four years. The device return was not returned. The reporting consumer did not know if blood glucose increased was related to lispro insulin therapy and stated that the ketoacidosis occurred due to the decompensated diabetes. A relatedness opinion between insulin lispro and the remaining events was not provided. The reporting consumer also stated that blood glucose increased occurred not only due to the humapen luxura half-dose because the patient also abused a little bit, but the pen had contributed. (B)(4). Update 20apr2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. Edit 20apr2016: the case was unlocked by mistake. Update 25apr2016: additional information was received on 20apr2016 from initial reporter. Added relatedness opinion of reporting consumer regarding the events of blood glucose increased and ketoacidosis; added the serious event of decompensated diabetes; updated to four years the age of humapen luxura half-dose; added cross-referenced case. Corresponding fields and narrative updated accordingly. Update 27apr2016: no new additional information was received on 26apr2016 from initial reporter. Update 28apr2016: additional information received on 28apr2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 04may2016: additional information received on 04may2016 from global product complaint database updated the lot number from unknown to 1012g01 for product complaint 3639192. The product tab for humapen luxura hd and the narrative were updated. Update 05may2016: no new additional relevant information was received on 03may2016 from initial reporter. Update 23-may-2016: additional information received on 23-may-2016+ from the global product complaint database updated the device specific safety summary; added the manufactured date of the device; updated the medwatch fields; and updated the narrative.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. Narrative field - new, updated and corrected information is referenced within the update statements please refer to update statement dated (B)(6) 2016 in field. No further follow up is planned. Evaluation summary: the mother of a female patient reported the patient did not get the recommended dose of lispro insulin because her humapen luxura hd device had jammed. The patient experienced diabetic ketoacidosis. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event with a product complaint, concerns a (B)(6) caucasian female patient. The medical history of the patient was not provided. The concomitant medications included insulin glargine, metformin, simvastatin, levothyroxine sodium and loratadine, all of them for unknown indications. The patient received lispro insulin (humalog) cartridge, unknown dose reported as 1 iu each 10 of carbohydrate, if glycemia value was above 100 (units were not provided), 30 iu by 30 iu and according to feeding, daily, subcutaneously (in the lateral thigh, behind the arm and belly), for diabetes, beginning in 2008. On an unspecified date, unknown time after the starting of insulin lispro, the patient experienced decompensated diabetes. Information regarding outcome and corrective treatment was not provided and this event was considered serious by the company due to medically significant reason. In (B)(6) 2015, unknown exact time after beginning lispro insulin via humapen luxura half-dose, the patient experienced ketoacidosis and she was hospitalized due to it. On an unspecified date in (B)(6) 2015, the patient was discharged from hospital. It was also provided that in (B)(6) 2015, the patient experienced ketoacidosis and she was hospitalized again. On unspecified date in (B)(6) 2015 the patient was discharged from hospital. Hospitalization was reported as corrective measure and the patient recovered from ketoacidosis. On an unspecified date in (B)(6) 2016, the patient experienced high and decompensated glycemia; glycemia was 450, 480 and 512 (units and normal range were not provided). As corrective treatment the patient went to physician and underwent exams (unspecified exams). It was also provided the patient underwent blood exam but results were not provided. The patient did not recover from blood glucose increased. On unspecified date, the humapen luxura half-dose jammed ((B)(4). It was provided the device was jamming at the beginning of the injection and the patient could not inject the recommended dose of lispro insulin; it was not leaving all insulin. No additional information was provided. The lispro insulin therapy was continued. The patient was the operator of device and she was a trained user. The patient has used this device model and the reported device for four years. The device return was not returned. The reporting consumer did not know if blood glucose increased was related to lispro insulin therapy and stated that the ketoacidosis occurred due to the decompensated diabetes. A relatedness opinion between insulin lispro and the remaining events was not provided. The reporting consumer also stated that blood glucose increased occurred not only due to the humapen luxura half-dose but the pen had contributed (as reported). (B)(4). Update 20apr2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. Edit 20apr2016: the case was unlocked by mistake. Update 25apr2016: additional information was received on 20apr2016 from initial reporter. Added relatedness opinion of reporting consumer regarding the events of blood glucose increased and ketoacidosis; added the serious event of decompensated diabetes; updated to four years the age of humapen luxura half-dose; added cross-referenced case. Corresponding fields and narrative updated accordingly. Update 27apr2016: no new additional information was received on 26apr2016 from initial reporter. Update 28apr2016: additional information received on 28apr2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.